Event description:
The catheter was inserted into the rac and the extension tubing separated from the winged inserter immediately, resulting in blood leakage. The IV was immediately removed from the pt. There was no harm to the pt as a result of this incident. A new catheter was inserted into the lac without complications.

Manufacturer narrative:
The sample was received (B)(4) 2012 and sent for decontamination. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).